Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during the fixation of the catheter while advancing the catheter through sleeve they found it struck and not able advance the catheter". It was stated "they use a dilator to make space, during that some blue colour material came out after that they were able to use the sleeve".